Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was fractured approximately 2.5 cm from the hub, just distal to the strain relief. Conclusions: evaluation of the returned device revealed it was fractured near the hub. This damage may have occurred due to forceful handling of the benchmark at extreme angles during preparation for use or navigation of patient anatomy. The observed fracture caused leaking when flushing the benchmark. The guidewire mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the left vertebral artery using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, while attempting to advance a benchmark over a guidewire, the physician noticed that the benchmark was broken at the hub and that blood was coming out the proximal portion of the benchmark right by the hub; therefore, it was removed. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.